Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event it has been reported that trunatomy medium 4-files 25mm fractured during the first use, part of the file remained inside the patient's tooth canal. A request for product return and further information has been requested.

Manufacturer narrative:
Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1675542). Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
Additional information was received indicating that the broken portion of the file will not be removed from the patient¿s tooth and will be incorporated into the root canal filling.